Event description:
On (B)(6) 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultralink meter has a power issue (meter does not power on). This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with self-adjusting insulin. The power issue began on (B)(6) 2009 at 9:45 am. At that same time, the reporter had to guess on how much insulin the pt should receive based on his carbohydrate intake. The pt reporter took 1.5 units of novolog insulin and did not have any symptoms due to the product issue. The pt did not test on any other devices. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported due to the alleged power issue. Since the pt did not have any symptoms that would suggest the pt had severe hypoglycemia, there is no evidence the pt's treatment was for acute complication of diabetes but rather suggestive to prevent the aforementioned diabetic conditions. Hence, there is no evidence that the pt suffered a serious injury due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.